Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two mitraclip devices referenced are filed under separate medwatch report numbers. The previously reported slda is filed under a separate medwatch report. MFR# 2024168-2018-06621.

Event description:
This is filed to report the atrial septal defect. On (B)(6) 2018, a second mitraclip procedure was performed to treat a previously reported single leaflet device attachment (slda). The first clip delivery system (cds 80621u164) was advanced to the mitral valve. Grasping was noted to be difficult due to the anatomy; however, the leaflets were eventually grasped and the clip was implanted. After deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. The next cds (80621u268) was advanced; however, during deployment, when pulling the actuator knob, the clip detached from both leaflets and remained on the gripper line. A snare device was used to successfully retrieve the clip. The procedure was aborted. Two clips were implanted, reducing the mr to 3+. An occluder was implanted to treat the enlarged atrial septal defect. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported atrial perforation could not be determined. It should be noted that the reported patient effect of atrial perforation (atrial septal defect), is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported atrial perforation could not be determined. It should be noted that the reported patient effect of atrial perforation (atrial septal defect), is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.